Event description:
During a laproscopic gastric bypass procedure, the device did not form a good knot when fired. The knot was too loose to be useful and had to be replaced. No pt consequences. Case completed with another device of the same product code.